Manufacturer narrative:
The reported event of noise oversensing was not confirmed. As received, a partial lead was returned in two pieces. Visual and x-ray inspections of the partial lead did not find any anomalies.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the left ventricular lead exhibited noise oversensing. The reported lead was explanted on (B)(6) 2023 during a procedure to treat infection. There were no patient consequences.